Event description:
During turp procedure, black plastic end to 26 french resectoscope sheath detached and was retained in bladder. Pt was under spinal anesthesia and aware of occurrence. Piece was recovered from bladder using grabber from nephroscope set. Procedure continued and completed.